Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump display screen lens was found to be scratched. When the pump was powered on to the verify screen, the display was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen lens was scratched and the display screen was found to be faded and discolored. This report is made based on the results of evaluation completed on (B)(4) 2014.